Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the care giver (cg) had reset the hc device back to priming and was reusing the same supplies. The technical service representative (tsr) reviewed proper procedures with the cg and explained the alarm to the cg. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Re-use of single use supplies is known to cause a system alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a supplemental report will be submitted.